Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude as a result of myopotential noise. This patient will continue to be monitored. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).